Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database for the reported tibial tray device did not reveal any other reports against the manufacturing lot. The reported cement product's lot number required to review the complaint database was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of loosening at cement/implant interface.